Manufacturer narrative:
If information is provided in the future, a supplemental report will be sent.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned after the physician connected the lead to the new device of the patient, the lead exhibited noise and was not able to capture. This lead was successfully replaced. No additional adverse patient effects were reported.